Manufacturer narrative:
Device evaluation: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) due to the customer complaint. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmsc was analyzed and found to have no functional issues when installed on an in-house system. All the output and input ports were tested and had good image. No image was blurry and there was no ghosting. The system was power cycled 10 times and left to idle and the issue did not return. Once testing was completed, the error logs were checked and there was no error identified. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc (isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse was able to reproduce the issue. The fse replaced the personality module surgeon console (pmsc) to resolve the reported problem. The fse then tested the system and verified that it was ready for use. Isi has not received the pmsc to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the surgeon side console (ssc) screen could not display instruments or depth perception via 3d images. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The troubleshooting steps included switching to a backup endoscope, system restarts, reseating the blue fiber cable, and the use of third-party accessory monitors. However, the issue persisted. As a result, the customer elected to abort the procedure. The total anesthesia time was approximately 3 hours. The patient was admitted overnight for observation and is awaiting a new schedule for the robot-assisted surgical procedure.